Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for pain and exposure including dates and surgical findings. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Event related to patient's first case reported via mw # 2210968-2021-11112. Event related to patient's second case reported via mw # 2210968-2021-11113. Event related to patient's fourth case reported via mw # 2210968-2021-11115.

Event description:
It was reported that a patient underwent a sling procedure on an unknown date in (B)(6) of 2020 and the mesh was implanted. It was reported that the patient went to the hospital on (B)(6) 2021. It was reported that upon gynecological examination the doctor observed mesh erosion of approximately one cm slightly to the right side. It was also reported that vagifem was prescribed, and the patient was referred for surgery. Additional information was requested.

Manufacturer narrative:
Product complaint # (b)(4. Date sent to the FDA: 01/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 h6 component code: g07002 - device not returned. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3937410 and product code tvtrl. Attempts have been made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure date and name of initial surgical procedure the diagnosis and indication for the initial surgical procedure? What are the patient comorbidities/concomitant medications? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Describe any medical/surgical intervention for pain and exposure including dates and surgical findings. If applicable, will product be returned, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?